Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by clinical safety (compassion study) approximately 1 year and 8 months post tpvr with a 23mm sapien 3 ultra resilia valve, the subject was hospitalized for pneumonia (ae.3), and an unscheduled tte showed moderate transvalvular (central) pulmonary regurgitation with a peak rvot gradient of 30 mmhg, compared with 12.7 mmhg on the prior 1 year tte dated (B)(6) 2025. Per additional information imaging from (B)(6) 2026 showed degenerative, calcified and thickened sapien pulmonary valve. Per additional information provided, a tte from (B)(6) 2026 showed mobility is restricted. The findings are consistent with moderate stenotic physiology. There is severe regurgitation. The peak systolic gradient is 37mmhg. Additionally, "the leaflets are moderately thickened". The patient underwent a tpv intervention (B)(6) 2026 and a sapien 3 valve was implanted.